Event description:
As reported to coloplast though not verified, pt was implanted with the aris mesh on (B)(6) 2009. Later pt experienced painful intercourse (dyspareunia) and recurrence of prolapse and/or incontinence.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.